Event description:
Potential for injury associated with a broken caster on a bar600ivc bariatric bed. This compromises the weight-bearing status of the bed and creates the potential for a falling injury from an uneven bed.